Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the vdeo cable is broken and therefore stripes in image occur. For the additional reportable malfunction, a probable cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope gynecologic exhibited damaged fiber bonding in the outer tube area (distal end) and green stripes in the image. There was no patient involvement.